Manufacturer narrative:
Only the microcatheter is to be returned to boston scientific, but the device has not yhet been received by boston scientific. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. If the device is returned or further significant info is obtained, a supplemental report will follow.

Event description:
The physician reported during an aneurysm symbolization in the posterior communicating artery (pcomm), the lesion was very tortuous and took 2 hours to reach. The physician slid the stent pusher at the lesion, but it did not deploy at the lesion. When it was removed from the pt, the stent pusher was kinked. When the physician moved the pusher back to the original position, the stent came out from the catheter. The procedure was completed with another device of the same type. The physician reported that there was no pt complications, and the pt is doing satisfactory and good.